Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the turbohawk plus atherectomy device, the device could not be safely removed from the patient. The procedure involved the common iliac artery and superficial femoral artery, with the location within the artery being proximal. No embolic protection was used. The patient was transferred from the office-based lab facility to a hospital and admitted for surgery. A separate vascular surgeon performed a cut-down to successfully remove the device. The device was safely removed as a result of the surgery, and the patient is in recovery. The patient status at time of this report was alive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: left artery/vein and severe calcification was reported. The device did not pass through a previously deployed stent and resistance was encountered when advancing the device. Vascular surgeon performing the cut down also noted how severely calcified the common femoral artery was during cut down. No component detached in the patient. The IFU was not followed, the rep spoke to both the physician and the scrub tech immediately after the case and both had a strong sense of what caused the turbohawk device to get stuck in the patient. Both stated that they were at fault in causing the wire wrap issue due to moving too fast during the procedure, along with a common femoral artery that was also severely calcified. They were clear that they felt the device was not at fault. Also, the didn't want to pursue with a report/investigation since they knew the root cause, and that the patient had fully recovered. They have also performed several procedures since this incident using our turbohawk device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.